Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a false positive result when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. The initial sample was tested on the cobas® liat® system and generated sars-cov-2 positive, influenza b positive and influenza a negative. The same sample was repeated using cobas® liat® sn (B)(4) and was negative for all 3 targets. The negative result was reported and no patient harm or injury is alleged. Investigation is currently in progress.

Manufacturer narrative:
Data was provided however the alleged run or any false positive were not found in the dataset. As such, the cause of the discrepant results could not be determined. Other potential factors could include: low titer sample: results for samples with titers near the limit of detection for a given test will waiver between positive and negative. In this case, the sample was retested on different platforms, which could also potentially give discrepant results, due to differences in method sensitivities. No product problem related to the customer allegation was observed. (B)(4).